Event description:
While taking off defibrillator pad after surgery, and mindful of keeping patient's skin integrity intact, I was slowly peeling off the defibrillator pad on right lateral side, but some skin still peeled off measuring approximately 1 inch x 0.25 inch. Physicians assistant and doctors were aware. Applied neomycin ointment to area. Since the conversion to the "regard" defibrillator pad in question, a sudden increase in skin tears have been noted. All cases reviewed, education completed by company representative to cardiovascular operating room team members and appropriate removal technique reviewed. I would also like to note, this pad is utilized along with a warming blanket, known as the blanketrol, to maintain patient temperature. Discussions with company rep have arose regarding the possibility of increased tackiness to the pad in production, as well as an increase in tackiness due to the blanketrol heat pad being used. Both theories are being reviewed. Regard defibrillator pad.